Event description:
The customer reported to olympus during reprocessing, a b30 (scope communication error) was reported on the video system center. The procedure was completed with another similar device. There was no delay reported. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device return status is currently unknown. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the socket of the printed circuit board (pcb) is poor. Resulting in b30 error. Olympus will continue to monitor field performance for this device.